Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 syringe 1ml ll w/o dn experienced a plunger that was loose/fell out during use. The following information was provided by the initial reporter: the syringe which is filled by the pharmacy service with hazard products, the plunger is very weak, the resistance of the plunger is very low, and there is a high risk for the personnel who manipulates it.

Event description:
It was reported that 10 syringe 1ml ll w/o dn experienced a plunger that was loose/fell out during use. The following information was provided by the initial reporter: the syringe which is filled by the pharmacy service with hazard products, the plunger is very weak, the resistance of the plunger is very low, and there is a high risk for the personnel who manipulates it.

Manufacturer narrative:
H.6. Investigation: one 1ml syringe in an opened blister pack from batch 8271718 (p/n 309628) was received and evaluated. It was observed the syringe contained the normal and expect amount of silicone per product specification. It appeared there was no damage that would affect the function of the syringe. The design of the product has not changed since october 2008 when the product was first introduced. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.